Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was often unresponsive. Additionally, it was reported that multiple cartridges were leaking from an unknown location. There was no adverse impact to customer's blood glucose. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.